Event description:
It was reported via legal notification that a patient who called to discuss a compensation claim for pain and suffering with one of our representatives, claimed they have had multiple revisions to their knee. He stated that his surgeon determined that the poly was ¿broken¿.

Manufacturer narrative:
No device return anticipated due to it being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
There is no patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. D10. Concomitants: 02-012-41-5040 - logic tibia traptray cem sz 5f/4t; (B)(6); 02-020-11-0350 - truliant ps cem fem ps cem right sz 5; (B)(6); 200-02-38 - three peg patella 38mm; (B)(6). H6. Investigation results- the revision reported may have been the result of fracture of the logic psc tibial insert. However, insufficient information was provided to determine the cause and extent of the reported breakage. Additionally, a contributing factor to the revision may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years. These devices are used for treatment not diagnosis. There is no other information available.